Manufacturer narrative:
No device has been returned to olympus for evaluation. However, olympus cannot conclusively determine the exact cause of the reported phenomenon. Olympus will continue to investigate this report, and if additional significant information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that a patient underwent a laparoscopic supracervical hysterectomy procedure on or about (B)(6) 2007 using a morcellator. It was alleged that the use of the morcellator led to the spread of the cancer cells in the fibroid. However, prior to the procedure the patient was not aware that she had active cancer cells. In (B)(6) 2013, the patient underwent a partial colectomy with sigmoid resection and reanastomosis. The patient was later diagnosis with leiomyomatous peritonealis disseminate, leiomyomata embedded within the fibroadipose tissue, leiomyomata embedded within the pericolonic fibroadipose tissue, and in the distal tranverse, left and proximal sigmoid colon, adenosis embedded pericolonic fibroadipose issue consistent with diffuse leiomyomatosis peritonealis, and endometriosis involving muscularis propria and extending into mucosa of the colon. The patient is currently under continuous care. Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.